Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The needle failed to withdraw when the button was pushed after an IV start on a patient. The one today, on (B)(6) 2025, fortunately did not result in a needle stick.

Manufacturer narrative:
Our quality engineer inspected the sample and photograph submitted for evaluation. Your report that the needle failed to fully retract when the safety mechanism was activated was confirmed and the cause appeared to be manufacturing related. One photograph and one partially retracted needle from an insyte autoguard device were provided for investigation. The safety mechanism had been activated and the needle hub was caught on a deformed edge of the grip component, which prevented the needle from fully retracting within the safety shield. The deformed edge of the grip was positioned at the interface with the barrel. The overlying section of the barrel was not deformed, which indicates that the grip component was damaged before the safety shield was assembled. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.